Event description:
This MDR is being submitted as part of a retrospective review in accordance with a commitment made to the agency following the renal FDA inspection. During a follow-up regarding a patient with a fibrin blockage, it was reported by the registered nurse (rn) that the patient went to the emergency room, and it was discovered that they had peritonitis. Rn stated that the transfer set was changed, and the amount of heparin in his bags was increased.

Manufacturer narrative:
(B)(4).the sample was not available.